Event description:
It was reported during a laparoscopic nissen fundoplication the er320 clips were not forming. None of the clips were closing when fired. The clips were dispensing on tissue unformed. A new device was opened to complete the case. There was no consequence to the patient.

Manufacturer narrative:
H6: yielded jaws. Based upon the inquiry information received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred.